Event description:
It was reported that the patient had stomach ache problems and a CT scan was taken. The images showed that the edi catheter that had been is used for 7 days was rolled up in the stomach and thus it was removed. On removal it was noticed that the tip of the edi catheter was torn. There was no patient harm. (B)(4).

Manufacturer narrative:
The investigation has commenced and further information surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation is completed.